Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2013; 5568-53 lead, implanted: (B)(6) 2013. (B)(4). Evaluation summary: upon analysis, no anomalies were found, however, visual summary analysis indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the patient was not feeling as well as at post-implant time, so they went to a cardiologist. Upon interrogation, there was no lv (left ventricular) capture. The lead was noted to be dislodged. The lead was turned off and later explanted and replaced. No patient complications have been reported as a result of this event.